Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that they need assistance checking the patient's battery. It was stated that because the patient is moving so much they need to learn how to check the battery, and that they hard a hard time turning the implant on last time because they did not know how to do it/had never done it. When last checked the patient was on at 2.84v, with the patient currently shaking badly as a result of the device being off. The device was then turned on and within 30 seconds of the device being on the patient was "perfect." It was noted that the caller is watching the settings because about a year prior to date notified the healthcare provider (hcp) said that the battery needed to be changed, but that they have to wait until it goes down to 2.70 and below.